Event description:
It was reported that the physician and the field representative were called into the emergency while attending another device implant. Upon interrogating this device several episode of inappropriate shocks were seen due to double counting and t wave oversensing. Due to the inappropriate shocks the device was deactivated. The follow up also showed that the smartpass filter was off. The patient was hospitalized awaiting a possible explant of the device. No additional adverse patient effects were reported.